Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a history/settings (time and date reset) issue. It was alleged that the date was reading (B)(6) 2019 and the time on the pump was behind an hour. There was no indication that the product caused or contributed to an adverse event.  This complaint is being reported because a time change without user intervention, may result in the user running the incorrect basal segment leading to over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-jun-2019 with the following findings: a review of the black box showed the dates in the total daily dose history were consistent. No evidence of the time and date resetting to default was found in the black box. The pump time and date was set, and the pump was exercised for 24 hours. The battery was removed, and the pump was left without power for 24 hours. When the pump was powered on it had maintained the time and date settings.